Event description:
It was reported that the patient presented to the emergency department with shortness of breath. A chest x-ray was done which showed congestive heart failure with volume overload and there was elevated b-type natriuretic peptide. The patient was admitted to the hospital for eight days and received intravenous lasix. The device is still in use. It was noted that the patient is part of the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 507652 implantable pacing lead (B)(6) 2013, 439688 implantable pacing lead (B)(6) 2013. (B)(4).